Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device had an infection. Additional information indicated that the patient had an enormous bruise at the implant site. Also, the swelling began to bleed upon checking the device site. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation against the device was not confirmed. The baseline testing was completed and found no failing conditions. All testing completed on the device passed or was not applicable. Thus, no problem was detected. This report is being filed to correct the patient code and adverse event/product problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation against the device was not confirmed. The baseline testing was completed and found no failing conditions. All testing completed on the device passed or was not applicable. Thus, no problem was detected.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device had an infection. Additional information indicated that the patient had an enormous bruise at the implant site. Also, the swelling began to bleed upon checking the device site. This device was explanted. No additional adverse patient effects were reported.